Event description:
A vyaire representative reported the unit has a leak on the micro-blender component. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire complaint number (B)(4). Overhaul and calibration was performed on (B)(6) 2022 in accordance with the data-recording sheet 91639. The vyaire medical gmbh certified that the equipment serial #(B)(6) had passed all operational specifications and was certified for clinical use.